Event description:
A patient reported that they are on their last bottom aligner and the bottom front tooth doesn't seem close to being aligned where it should be with the rest of their teeth. The patient has also had a crown installed on their 4th right upper tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.